Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the medical doctor (md) requested a review of the data. Data revealed this patient's implantable cardioverter defibrillator (ICD) delivered three anti-tachycardia pacing (atp) and two shocks. It was noted that the atrial rate was greater than the ventricular rate and the rhythm appeared to be sinus driven. Additionally, possible rapid ventricular response (rvr) due to the atrial arrhythmia was noted. The shock therapies were able to convert the rhythm; however, technical services (ts) suspected that therapy may have been inappropriate. This ICD remains in service. No adverse patient effects were reported.